Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer stated that she was experiencing high blood glucose levels for two days prior to the hospitalization. The customer also stated that she was vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted the customer with the correct time and date programming. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.